Event description:
Bravo capsule did not release from deployment device. The patient was given instructions to remain on clear liquids for 36 hours and then progress to a soft diet. This is due to a superficial esophageal tear that occurred while trying to deploy the device. The patient was released without complaints or problems.====================== manufacturer response for monitor, esophageal ph, bravo======================referred us to device recall letter dated december 2007.